Event description:
It was reported that pump experienced malfunction alarm malf 16 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump shipment under warranty, confirmed shipping address, instructed customer to place malfunctioning pump in storage mode before return, advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device, and requested return of problematic pump within 10 days using pre-paid label, which customer understood and acknowledged.